Event description:
The patient returned the pump for multiple (B)(4) alarms. Evaluation revealed that the force sensor is out of calibration and there is a damaged force sensor assembly. This report is made based on the evaluation results.

Manufacturer narrative:
The pump was returned to animas for evaluation. The product was evaluated by product analysis on (B)(6) 2011. A review of pump history revealed several losses of primes due to high force associated with confirmed occlusions. Evaluation revealed a force sensor plate dimple. It was also observed that the force sensor was measured at a high resistance. (B)(4).